Event description:
Reporter noted an error message before beginning the procedure. There was no pt injury associated with this event. One pt had been prepared for surgery but was rescheduled, and several other cases were canceled.